Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with chest pain. The index procedure treated the 60% stenosed, 4.0x6mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre-dilation with an unspecified balloon and the placement of a 4.0x12mm taxus express2 study stent. Post dilation was performed with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In 2008, the patient presented with chest pain while walking around her home. Nitroglycerin was taken and the event resolved without residual effects. At the 9 month follow up visit, the patient reported that she had 3 similar events between 2008 and 2009. She did not undergo an angiogram or receive treatment because of the chest pain. Each time the chest pain subsided after taking a nitroglycerin tablet. Per the physician, the event was "possibly related" to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.